Event description:
Patient implanted in upper right and left and lower vermilion borders. Onset of herpes simplex, implant extrusion and infection in perioral 1999. Patient treated with duricef and loretan 1999 and acyclovir and zovirak 1999. Implant revised and patient treated with duricef in 1999. Implant explanted in 1999.